Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a skin irritation, similar in appearance to a scrape that began to scab over, had occurred while wearing the pod on the arm. Patient sought care from a physician and was prescribed a steroid cream that was used for 1 week. The exact date of occurrence could not be determined, therefore, date of (B)(6) 2017 is the best estimate from patient's mother.